Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported on 2017-jan-05 that a patient with an intrathecal baclofen pump had a urinary issue of immediately after pump implant the patient lost bladder use and couldn¿t urinate on their own and never got it back. The consumer thought the pump caused it and not the baclofen.